Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. The patient was placed on direct oral anticoagulant (doac) medication regimen that included eliquis twice a day at a therapeutic dose until the scheduled post index procedure transesophageal echocardiogram (tee) that was scheduled on 03 dec 2021, followed by dual antiplatelet (dapt) medication regimen (plavix and aspirin) until the six (6) month mark. However, the patient stopped taking the medication early at an unknown date. The patient also stopped taking aspirin prior to the six (6) month mark. 1,114 days post index procedure, the patient was admitted to hospital being evaluated for pneumonia and had a computed tomography (CT) scan. Suspicion of thrombus was noted on the CT scan, so a tee was done the following day which revealed a non-mobile, pedunculated device related thrombus (drt) on the shoulder of the closure device. The drt was biased towards the circumflex, and the closure device was tilted towards the limbus. The patient was placed on eliquis 5mg twice a day in response to the drt and sent home. It was noted that at the 45-day routine follow up echocardiogram, it was within normal limits despite a very small 0.098cm leak located towards the mitral valve.